Event description:
It was reported that a patient implanted with this advance sling experienced urinary incontinence, leading to an artificial urinary sphincter (aus) implant procedure. The sling remains implanted. The patient outcome following the procedure was reported as good.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with sling procedures and is noted as such in the sling mens instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the sling mens instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient implanted with this advance sling experienced urinary incontinence, leading to an artificial urinary sphincter (aus) implant procedure. The sling remains implanted. The patient outcome following the procedure was reported as good.